Event description:
The customer observed falsely elevated magnesium results generated on an alinity c processing module for multiple patients that repeated normal on another alinity. The following results were provided (normal range 1.6 ¿ 2.6 mg/dl): sid (B)(6) initial result = >9.50 mg/dl; repeat result = 2.50 mg/dl. Sid (B)(6) initial result = 6.01 mg/dl; repeat result = 2.05 mg/dl. Sid (B)(6) initial result = 9.50 mg/dl; repeat result = 1.89 mg/dl. Sid (B)(6) initial result = >9.50 mg/dl; repeat result = 1.98 mg/dl. There was no impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from magnesium, list number 08p19-34, abbott ireland diagnostics division, lisnamuck, longford, ireland, n39e932 to alinity c processing module, list number 03r67-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2023-00470 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from magnesium, list number 08p19-34, to alinty c processing module, list number 03r67-01. MDR number 3016438761-2023-00470 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated magnesium results generated on an alinity c processing module for multiple patients that repeated normal on another alinity. The following results were provided (normal range 1.6 ¿ 2.6 mg/dl): sid (B)(6) initial result = >9.50 mg/dl; repeat result = 2.50 mg/dl. Sid (B)(6) initial result = 6.01 mg/dl; repeat result = 2.05 mg/dl. Sid (B)(6) initial result = 9.50 mg/dl; repeat result = 1.89 mg/dl. Sid (B)(6) initial result = >9.50 mg/dl; repeat result = 1.98 mg/dl. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not provided. Additional information for section e1 phone number: (B)(6).